Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed the reported breakage. A complaint database search found other reports against the product family for this failure where the root cause was attributed to suspected mishandling or inappropriately utilized in a prying motion. The root cause is being attributed to suspected misuse (prying/removal of the instrument while under load). Based on the determination of user error/technique as the root cause and the low frequency of reported events, the need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The paddle broke while waiting for the cement to harden.